Manufacturer narrative:
(B)(4).

Event description:
The patient's generator and lead were explanted and received for an unknown reason. Follow-up with the physician's office found that the patient had passed away and the products must have been returned after the patient's autopsy. They reported that the patient's death had been determined to be sudep and that it was unrelated to the vns. Product analysis was completed on the suspect lead and generator. The generator was monitored for 24 hours in simulated body-temperature conditions. The device provided the expected level of output current for the entire monitoring period. No anomalies were found with the generator. Only the lead pin and part of the connector boot was returned. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. No further relevant information has been received to date.

Event description:
Additional information was received, that the patient was at home asleep. During the night, when they passed away from sudep. No other relevant information has been received to date.